Manufacturer narrative:
Additional information was received regarding the previously reported clinical observations. A boston scientific sales representative confirmed this lead had dislodged and efforts to reposition the lead were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms, elevated thresholds and no capture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse patient effects have been reported. This product issue will be updated if additional information is received.